Event description:
The customer stated that she was hospitalized due to hyperglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that when her blood glucose levels were high, not even manual injections would bring them down. The customer stated that she did try different infusion sites and vials of insulin prior to the event. The customer also stated that she has had open heart surgery and a heart attack. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.